Event description:
It was reported that two episodes of atrial fibrillation (af) with rapid ventricular response (rvr) occurred in which the implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks. The right ventricular (rv) lead had also exhibited high, out-of-range impedance measurements of 166 and 137 ohms. Finally, recent interrogation revealed fault code 1005 for an open circuit. Technical services (ts) was contacted, and ts discussed the episodes and recommended rv lead replacement. The device and leads remain in service. No additional adverse patient effects were reported.